Event description:
It was reported bd discardit ¿ ii had leakage issues. The following information was provided by the initial reporter: "leakage from the syringe tip."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 11/1/2021 h.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) discardit 2ml from lot # 1030341 product # 300844 with the reported issue of ¿leakage from the syringe tip¿. The DHR of material number 300844 and lot number 1030341 was checked and no quality notifications were recorded on this lot. One sample and no photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300844 and lot number 1030341 for investigating the reported defect. None of the ten retention samples showed any leakage in them. The received sample was tested for leakage, by checking it under water and it confirmed that there was leakage found in the original sample. The defect is confirmed. The probable root cause could be the high stamping pressure which can cause crack on the barrel.

Event description:
It was reported bd discardit ¿ ii had leakage issues. The following information was provided by the initial reporter: "leakage from the syringe tip"